Manufacturer narrative:
B3 & b5: additional information has been confirmed and provided. Per the customer¿s response: the device was reprocessed per IFU (instruction for use) before it was returned to olympus. There were no anomalies in reprocessing accessories. There was no delay in pre-cleaning or manual cleaning. The detergent used was neo giozym. The device surface was brushed during pre-cleaning. The device was wiped/brushed during manual cleaning. The device was inspected before starting with procedure and no anomalies was detected. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. However, it¿s likely the cause is related to leakage occurring from the s-cover. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained revealed the event occurred during preventative maintenance related to a diagnostic colonoscopy procedure. There was no harm to the patient/operator. The procedure was completed using the same device, with no delay.

Event description:
The customer reported to olympus, the colonovideoscope had distal end defects. The issue was found during preventative maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: jet tube has foreign material. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that water tightness was lost due to wear in scope cover; suction cylinder had no color; forceps channel port, plug unit and universal cord had a scratch; expected insulation capacity could not be attained due to cut on heat shrinking tube on forceps elevator; bending angle in down direction did not meet the standard value due to wear of angle wire; bending tube was damaged; plastic distal end cover, objective lens and light guide lens had a crack; protector of universal cord on suction connector side had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.